Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen 2000 mcg/ml at 615 mcg/day via an implantable pump. It was reported the pump showed intermittent motor stalls. The logs showed a motor stall had occurred on (B)(6) 2016 with a motor stall recovery occurring approximately 1 hour later. Over the next 31 hours there were 3 more motor stalls, with the last showing no recovery. The hcp was advised to program the pump to minimum flow rate. Replacement of the pump would be scheduled. There were no environmental, external, or patient factors that may have led or contributed to the issue. There were no MRI related stops. The issue was not resolved. The patient status was alive - no injury. There were no reported symptoms.

Manufacturer narrative:
(B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train of the motor. Analysis identified stall due to shaft-bearing of the gear train of the motor. (B)(4).

Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). It was reported the device re placement resolved the issue. The patient was receiving effective therapy and was doing fine. The pump would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.